Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the fenestrated bipolar forceps instrument got stuck and broke between the fiberglass shaft and the metal part of the tip. The instrument was at an angle of 90-degrees and could not be removed at first. The customer was able to remove it successfully with the existing reusable work sleeve remaining on the robotic instrument. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument pin was sticking out and the jaws would not close or hold anything. The instrument was inspected prior to use and had no damage noted. The instrument wrist could not be straightened due to physical damage. There was no increase in port incision in order to remove the instrument and cannula together.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the proximal clevis dislodged. Additionally, the instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 2.70 mm x 3.80 mm was not returned with the instrument. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The yaw pulley adjacent to the damaged wire insulation observed to have damage. The instrument was found to have mechanical indentation/burrs on the bipolar yaw pulley. Conductor wire insulation damage was observed. The complaint was confirmed by failure analysis.